Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the cable of the radiofrequency programmer head was twisted and that the programmer head had no telemetry, it failed all uplink amplitude tests. The head's cable was replaced and it then passed all final electrical testing as well as a bench systems test. (B)(4).

Event description:
The radiofrequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.